Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 3 to 5 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.